Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the column puncture pin did not pucture the water bottle and water could not flow into the column. Alleged issue occurred during initiation of mechanical ventilation. No patient harm or injury reported.

Manufacturer narrative:
(B)(4). One empty 1650 ml water bottle, 381-50 lot 19a093, was received for evaluation. The complaint concha-column was not received. The lower port of the bottle was received punctured through. The port inversion visible is a typical result of a user puncturing the port. The upper port was intact. "2a" was embossed in the plastic of the bottom of the bottle. Upper port and its surrounding area on the water bottle looked typical. No visual defects observed. A concha-column was used to pierce the upper port of complaint sample per instructions for use. The concha-column used was not the unit involved in the customer complaint. The upper port of the reservoir punctured cleanly. The port penetration physical test for the concha reservoir states, "make sure the bottle is punctured and that the port is not only stretched into the bottle." The reservoir passed the test. An attempt was made to recreate report of "water could not flow into column" using a spike/feed tube and a 1650 ml water bottle unrelated to the complaint. The lower port of the reservoir was pierced with the spike. Water did not flow through the tube. Water did not flow from the lower port unless the upper reservoir port was also punctured. A review of the manufacturing event log for the lot number reported shows no issues that may have contributed to any quality issues reported. All process parameters were within specification and all in-process qa inspections were acceptable. The instructions for use for this product states " "remove the protective cover from the upper reservoir puncture spike and connect the feed tube to the upper reservoir port by piercing the port with spike using a twisting motion." Also "remove the protective cover from the lower reservoir puncture spike and connect the feed tube to the lower reservoir port by piercing the port with spike using a twisting motion." As the complaint sample was received with the upper port intact, root cause is user error.

Event description:
Customer reported the column puncture pin did not pucture the water bottle and water could not flow into the column. Alleged issue occurred during initiation of mechanical ventilation. No patient harm or injury reported.